Event description:
The reporter contacted animas on (B)(6) 2012 alleging that information was missing from the pump history and the pump is not recording information accurately in the history. This complaint is being reported based on the alleged malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal patient use observed in the black box history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. The reported inaccurate history issue was not able to be duplicated during investigation. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.